Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that patient experienced loss of therapy. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was taken place on (B)(6) 2023 wherein the system was explanted to address the issue.